Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s friend or family member that they couldn¿t get the programmer to work. Caller clarifies that they were seeing the poor communication screen yesterday, even after the batteries were changed. Troubleshooting included confirming the antenna was secure and trying to sync with ins but the poor communication did not resolve. Poor comm also did not resolve when attempting to place the programmer directly over the ins. Poor comm with and without antenna. Caller states patient is not feeling stim and has had a return of bladder symptoms for about a month. Caller states she has the device to help with her overactive bladder. Caller states she also had some swelling really bad and wasn¿t going to the bathroom. Caller mentions the trial helped with her overactive bladder, irritable bowel syndrome and her "nerve endings" but the permanent implant only helps with bladder. Patient was advised to follow up with the doctor to get the device checked, if it was determined that the issue is with the programmer, patient will call back for replacement. The patient did not have a doctor to manage their device; a listing was sent. No further complications were reported or are anticipated.